Manufacturer narrative:
The oad and wire were returned to csi for analysis. Visual examination revealed a kink in the core shaft of the wire. Examination of the kink did not reveal any rotational or surface wear. No other visual anomalies were observed. It is possible the kink may have contributed to the reported events; however, this could not be confirmed. The root cause of the kinked guide wire is undetermined. The oad functioned as intended during testing. At the conclusion of the failure analysis investigation, the reported advancement issues and the report of the wire being pulled out of position could not be confirmed through analysis. The device history record and material inspection report for this oad lot number and guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guide wire was selected for use with an orbital atherectomy device (oad) for treatment in the peroneal artery. Access was obtained via the posterior tibial (pt) artery, and the vessel was wired contralaterally for treatment of the peroneal artery on the opposite side. The primary wire was a non-csi guide wire, which was exchanged after placement was ideal. The oad could not be advanced through the lesion during attempted low-speed treatment, and the viperwire was pulled out of position. Both issues were reportedly due to insufficient wire support. The oad later became stuck on the wire during attempted removal. The entire system was removed, and the procedure was cancelled with plans to bring the patient back another day. Patient was well and was discharged.